Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had initiated the initial drain cycle prior to being connected to the set. When the cycler started alarming, hp connected their transfer set to the pt line of the homechoice set. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete therapy. No pt injury or medical intervention was associated with this incident per rn.